Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device, migration of essure device location of device: unknown/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. Rc000003892-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), suprapubic pain ("left side near pubic area/pain"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, suprapubic pain, fatigue, weight decreased, alopecia and nausea outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, nausea, suprapubic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result:unilateral occlusion (right tube occluded), migration of essure device.. Lot number reported (rc000003892) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device, migration of essure device location of device: unknown/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. Rc000003892) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pubic pain ("left side near pubic area/pain"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pubic pain, fatigue, weight decreased, alopecia and nausea outcome was unknown. The reporter considered alopecia, device dislocation, fatigue, nausea, pubic pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result:unilateral occlusion (right tube occluded), migration of essure device. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Essure lot number added. Product indication updated. Following events were added: left side near pubic area/pain, device dislocation, fatigue,, weight loss, hair loss and nausea. Event clubbed: failure to occlude (close) fallopian tube(s). Reporters and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.